Event description:
The customer was hospitallzed for high blood glucose. The customers also reported frequent no delivery alarms and the infusion set had a bent cannula. Troubleshooting was performed. Programming, insulin concerntration, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. The high-pressure test was performed and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.